Event description:
It was reported by a customer that on (B)(6) 2011 both the glass and metal fiber caps detached inside of the pt at 64,150 joules. Per the customer, the fiber caps were removed from the pt's anatomy. Additional info reported by the customer was there were no error codes that were displayed on the console when the event occurred. There were no reported injuries to the pt. There were no reported injuries to the user from use of the system during the procedure.